Manufacturer narrative:
The events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "peri-implant fluid"; "enlarged lymph nodes"; "silicone laden right axillary lymph nodes". Additional, changed, and/or corrected data: b1, b5, b6, b7, d6b, h6, h11.

Event description:
Patient reported right side rupture and extremely swollen. Healthcare professional later reported right side "rupture, swelling, discomfort and large axilla nodule", "global enlargement of the breast with swelling and tightness. No known history of trauma", "enlarged right axillary lymph nodes", "numerous silicone laden axillary lymph nodes", "capsular fluid collection identified along the implant consistent with rupture" and "right breast peri-implant fluid", "approximately 60 ml of yellowish fluid", "proteinaceous debris and mixed inflammatory cells including histiocytes/macrophages, numerous mature lymphocytes, and occasional neutrophils", and "malposition of implants". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Inflammation/irritation: unable to observe as it is not related to the manufacturing process. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported " rupture" and "extremely swollen". Healthcare professional later reported "rupture, swelling, discomfort and large axilla nodule". Healthcare professional later reported via mammogram report "global enlargement of the breast with swelling and tightness. No known history of trauma", "enlarged axillary lymph nodes", "rupture", "numerous silicone laden axillary lymph nodes", "capsular fluid collection identified along the implant consistent with rupture" and "features diagnostic of anaplastic large cell lymphoma are not identified". Later, healthcare professional reported malposition of implant. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and extremely swollen. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Healthcare professional later reported "rupture, swelling, discomfort and large axilla nodule". Healthcare professional later reported via mammogram report "global enlargement of the breast with swelling and tightness. No known history of trauma", "enlarged axillary lymph nodes", "rupture", "numerous silicone laden axillary lymph nodes", "capsular fluid collection identified along the implant consistent with rupture" and "features diagnostic of anaplastic large cell lymphoma are not identified". This record is for the right side.